Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the device fell off one of the customer¿s transport trolleys and injured a patient. The device was in clinical use at the time the issue occurred. The patient was reported to be injured; the extent of the injury was not available at the time the report was due.

Manufacturer narrative:
The report of the device falling was confirmed by a philips response center engineer (rce). The customer said they had issues with the monitor taking a long time to lock in to position, almost as if the mechanism inside was jamming or slow to lock itself. They noted that the monitor was almost ten years old. The customer replaced the quick release parts and that problem was resolved; no work was needed on the actual mounting itself. There have been no subsequent calls logged for this device. The device remains at the customer site. No further investigation is warranted at this time.